Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. Preliminary findings are reported. Physical evaluation of the returned device shows: repair evaluation: blurry image. Optics with no possibility of repair. Cause: due to possible impact or displacement of internal lenses. This report will be updated upon completion of the investigation or upon receipt of additional relevant information. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.

Event description:
The customer reports when starting an unspecified procedure using a hd autoclavable telescope, the physician found the image (optic) to be blurred. The device was replaced with a monopolar device. This exchange of devices caused a one hour and 30 minute delay in the procedure. The surgery was concluded with no further consequences to the patient reported. At the end of surgery, test were performed and the optic was referred to the endosurgeon.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, the cause of the reported issue is most likely due user error as well as application of force. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.